Event description:
It was reported that the patient presented to the hospital with dizziness and complaints of feeling tired. Intermittent loss of capture was observed. The right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.